Event description:
It was reported that in preparation for the scs implant and to avoid infection, the hcp gave the patient vancomycin too fast and he developed "red man's syndrome". Two days after the patient was discharged from the hospital stay from the implant he had a heart attack. It was reported that they had to go to the catheterization lab and they "put some stents in". Additional information has been requested, but was not available as of the date of this report. See MFR. Rep. #3004209178-2012-03128 for subsequent device issues and patient follow-up.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported he had two stints implanted in his circumflex artery.